Event description:
The event is reported as: complaint alleges: " while moving the catheter in order to check if it was well fixed (with strips), the catheter broke at the funnel. No clinical consequences for the baby. The catheter was removed but not replaced (diuresis checked in the diaper of the baby)." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.